Event description:
Gelpoint mini device was not holding appropriate seal for co2 gas during robotic procedure. Removed the gelseal cap and used a new one. Co2 gas seal was maintained with new device. "Defective" item was removed by coordinator, company rep was called and he will bring in a new device.